Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Lap chole on (B)(6) 2016 the distal end broke during use. The jaws of the device were retrieved under direct visualization by the surgeon. An x-ray was taken to determine if there were retained pieces. X-ray was negative. No patient injury. Surgery was delayed to take the x-ray; however, not significantly.

Manufacturer narrative:
Multiple requests were made requesting return of device; device has not been received for investigation. Lot number of device was provided. Review of manufacturing documents not possible. Not returned.